Event description:
It was reported that the pt underwent a right medio-lateral episiotomy in 2005 with an absorbable suture, using an interrupted stitch and tied individually. Twelve hours later, it was determined that the sutres were broken and the incision was re-sutured. The following day it was again determined that the suture line was broken, the suture line was re-sutured again. The following day a suture breakage, involving 3 of the 4 sutures was reported. The pt was discharged with the wound to heal by granulation. No additional care was administered.